Event description:
Customer complained about sensor reading discrepancies. Customer reported he was in a car accident because he became unconscious; he declined to go to the hospital. Customer stated he has faulty sensors that almost killed him. He also had 3 incidents where he drove off the road into snow and car had to be towed out. Customer stated that the sensor was reading normal blood glucose. Customer was instructed to check the connection bridge on the transmitter for damage; no damage found. He did not have a tester with him to test the transmitter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.